Event description:
Olympus received a voluntary medwatch report (mw5116312), stating that during an endoscopic retrograde cholangiopancreatography (ercp) for biliary stent removal, the scope elevator broke. The procedure was interrupted while the scope was switched out to an unknown endoscopic ultrasound scope. A standard sphinctertome loaded with a 0.035 guide wire was used for deep cannulation. The gallbladder was inadvertently cannulated/perforated and "pd" was injected. It was stated that the patient tolerated the procedure despite that it was challenging. The patient was discharged later that afternoon to his nursing home but returned the next early afternoon in severe septic shock. The patient was initially in a step down intensive care unit for 5 days, and overall hospitalized for 5 weeks. The patient had a retroperitoneal diffuse abscess with gram negative rod bacteria that required several procedures to place drains, and it continued to drain thick gray green pus as of the date of the report. The patient had a stent placed (unknown date) as the pancreas had still not sealed. Another ercp was planned in 4-5 weeks. He also had midline ivs and many "super big" antibiotics administered including vancomycin, meropenem, cefepime, flagl, and octreotide. The patient was discontinued from intravenous antibiotics and placed on oral antibiotics. It was stated that the patient was now frail and spoke only a few words. He also acquired decubitus ulcers while he was hospitalized, but were finally healing. It was stated that the patient "was given a terminal disease" that he would never recover from. No contact information was provided for the reporter or the user facility involved, and follow up was unable to be conducted.